Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. Customer reported feeling sleepy and lethargic. No medical treatment was reported. There was no third party medical intervention, death or serious injury.

Manufacturer narrative:
The product has been returned, and an investigation is in process. Customers and retailers have been informed.